Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. It was also reported that the customer experienced an elevated blood glucose (bg) level was "high", although a specific value was not given. Bg level was corrected with a bolus via the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.